Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15478. It was reported that the patient presented to the emergency department and was hospitalized on life-support for unspecified reasons. An interrogation of the implantable cardioverter revealed ventricular under-sensing during an episode of ventricular fibrillation and arrest. A second interrogation on (B)(6) 2021 noted that defibrillation therapy successfully converted another ventricular fibrillation episode; however, therapy was delayed due to under-sensing. Review of stored electrocardiograms revealed an issue with rate detection, intermittent under-sensing on both the low and high voltage channels, and ineffective anti-tachycardia pacing. Further information received noted that the patient expired on (B)(6) 2021. The cause of death was not disclosed by the physician or hospital. However, the physician has alleged that deficiencies in either the implantable cardioverter defibrillator or right ventricular lead, contributed to the patient's death.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should be 4114 - device not returned, 3221 - no findings available, and 4315 - cause not established, respectively.